Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal left anterior descending (lad) artery. The 2.75x12mm rx xience alpine stent delivery system (sds) was unable to cross the proximal portion of the lesion due to calcification and previously placed stents. The sds was removed and a guideliner was advanced. The sds was re-inserted and still failed to cross the lesion. During retraction, resistance was met with the tip of the guiding catheter and the stent dislodged. A snare device was used to pull the dislodged stent to the guiding catheter; however it could not be removed. The stent was then noted to have moved to the renal artery. Another attempt was made to snare the device; however was unsuccessful and the stent migrated to the lower extremity. No additional attempts will be made to remove the dislodged stent. The lesion was treated with a 2.75x20 high pressure balloon. There was a clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it is possible the IFU deviation contributed to the reported stent dislodgement. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely device interacted with the difficult anatomy causing the reported failure to advance. Additionally, the device was removed and then reinserted (against instructions for use) after a guideliner was added for additional support. The device was advanced to the lesion and was unable to cross due to anatomy. During retraction the device interacted with the guiding catheter causing the reported difficult to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.